Event description:
It was reported that the patient experienced an overdose with the symptom of respiratory depression following a pump replacement. The doctor indicated that the surgeon used the same dose at replacement and that the catheter position was changed without his knowledge. The concentration and daily dose of baclofen being administered via the pump were not reported.